Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the cartridge began leaking from the septum after being filled with 250 units of insulin. There was no impact to customers blood glucose level.